Manufacturer narrative:
Block b3: exact date unknown, event occurred ten years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: 144344 UDI: (B)(4). This product was distributed prior to implementation of unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: a18296 UDI: (B)(4). This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were no reported complications postoperatively. The explanted device components were not returned. No further information could be obtained despite good faith efforts.